Event description:
It was reported that this right ventricular (rv) lead was explanted due to break or fracture. The pacing thresholds and impedance measurements in unipolar and bipolar was checked for noise evaluation. Also, this lead was retained by the hospital. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that this rv lead that was fractured has loss of capture.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to break or fracture. The pacing thresholds and impedance measurements in unipolar and bipolar was checked for noise evaluation. Also, this lead was retained by the hospital. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to fields f10 and h6 device codes. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to break or fracture. The pacing thresholds and impedance measurements in unipolar and bipolar was checked for noise evaluation. Also, this lead was retained by the hospital. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that this rv lead that was fractured has loss of capture.

Manufacturer narrative:
Revision to fields f10 and h6 device codes. This supplemental report has been created to capture additional information and information correction. Revision to field b5 describe event or problem. This supplemental report has been created to capture additional information and information correction. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good-faith efforts were made to retrieve the lead; however, this lead was retained by the hospital. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to break or fracture. The pacing thresholds and impedance measurements in unipolar and bipolar was checked for noise evaluation. Also, this lead was retained by the hospital. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that this rv lead was fractured and has loss of capture.